Event description:
It was reported by a customer complaint that the pt was hospitalized due to a diabetic ketoacidosis. Upon admission their blood sugar was 592. The pt's family member believes that the glucose monitor is not giving accurate readings. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incident.